Event description:
It was reported the ets was used for the laparoscopic assisted vaginal hysterectomy procedure for a total of four firings. Vascular loads were used. The ip and broad ligaments were stapled and transected on both sides. The surgeon went below and completed the hysterectomy vaginally. Prior to completion of the case the surgeon came back above to laparoscopically view the staple lines and all were dry. The pt went to recovery and the vital signs dropped. The pt was brought back to the or and an open laparotomy was performed. A large hematoma was found on the right retroperitoneal area where the ip vessel was located. An artery had pulled through the staple line and was oozing. The vessel was clamped and the right ovary and tube was taken. Two units of blood were given. The pt was stabilized and reported in satisfactory condition. The instrument and reloads were discarded. The reload lot numbers are k4631k, j45m3x, and k4521h. On 5/9/97 spoke to risk management. There is no personal pt info available. The pt ID # 225268. There were no abnormal labs pre-op and no pre-existing conditions. The pt did receive 2 units of blood post-operatively. A2,4; b6; d10: info not provided during initial contact. Follow up letter sent to facility requesting add'l info. D5,6; h4; info not available, device not returned for analysis.

Manufacturer narrative:
Received voluntary(1012810) medwatch from the user facility.